Event description:
It was reported to boston scientific via the 112th annual meeting of the japanese urological association, that a study was conducted to evaluate the clinical efficacy and identify future considerations based on initial experience with transurethral water vapor energy therapy (wave). The study included 21 patients with benign prostatic hyperplasia (bph) treated with wave from january to july 2024. These patients, including 3 with urethral catheters and 7 with clean intermittent self-catherization (cic) were assessed before and after wave. One month after procedure, 3 patients with urethral catheters and 3 of the 7 cic patients were able to urinate spontaneously; by two months, the remaining 4 cic patients also achieved spontaneous urination. Adverse events included 3 cases of dark hematuria, 1 case of bladder tamponade, 2 cases of urinary tract infection with fever, 1 case of urinary retention and 3 cases of difficulty with cic. The hematuria cases were attributed to large prostate size (220ml) exceeding the recommended range, and body movement during steam injection which resulted in vessel injury. The bladder tamponade case was attributed to frequent cic following wave, which caused mucosal injury in patients with pre-existing cic management. In some cases, protruding prostatic median lobes contributed to cic difficulties.

Manufacturer narrative:
Chikama, s. (2025) initial experience of transurethral water vapor energy therapy for benign prostate hyperplasia in a bedless urological clinic. 112th annual meeting of the japanese urological association. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.